Event description:
It was reported that during anesthesia, the pt went blue. The clinical staff stated that the pt was not ventilated and the anesthesia workstation did not post any alarm. Due to the event, it was necessary to resuscitate the pt. The investigation has been started.

Manufacturer narrative:
After the investigation is finished, we will inform you about the results within a follow up report.after the investigation is finished we will inform you about the results within a follow up report.